Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: (B)(4). Event occurred in (B)(6).

Event description:
It was reported that during a surgery, the suture was not pulled taught to the device upon opening from the package, and the surgeon had to use an alternative product to complete the surgery. No adverse events to the patient occurred. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Juggerknot was returned for evaluation. Visual inspection showed that the suture/anchor came off from the inserter. The pictures provided by the complainant show that the suture is not tight and show staining on the inserter handle indicating use. Device history record (DHR) was reviewed and no discrepancies were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.